Event description:
The device was implanted on 8/19/96. On 3/7/97, a facility data entry clerk contacted the MFR and reported that the pt had complained of "heart problems". A cardiogram showed a segment of the device catheter lodged in the pt's heart. As a result, the device was explanted on 12/17/96. No further details were provided at that time.